Event description:
It was reported that during an endoscopic carpal tunnel surgery, the knife got stuck and the surgeon had to switch to an open surgery to finish the case successfully. No patient harm reported. No further details given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission for the evaluation of the returned device. Complaint was not confirmed. The evaluation revealed that the returned centerline endoscopic soft tissue device was found to be fully functional with no problems found this is the first complaint of this type for this part/lot combination.